Event description:
It was reported that the customer received a no delivery alarm. The customer's blood glucose was 99 mg/dl. Troubleshooting could not be done because the alarm had already been resolved by a complete set change. Advised to call back when the alarm occurred in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.